Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent right tha on (B)(6) 2011 and was implanted with lfit v40 femoral head and accolade tmzf stem. The right hip was revised on (B)(6) 2024 due to alleged head disassociation.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.